Event description:
On (B)(6) 2012, a customer contacted baxter technical services regarding an unrelated alarm. During the conversation, it was reported that the patient just got out of the hospital with peritonitis. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012, for further information regarding peritonitis event. The following information was obtained from the pdrn. The patient began pd therapy approximately 3 years ago. On an unreported date, the patient's transfer set (lot number unknown) got caught in the wheel of her wheelchair and disconnected from her titanium adapter (lot number unknown). The patient put the adapter and transfer set back together herself following the incident, resulting in a touch contamination. The patient developed peritonitis as a result of this incident. There was no exit or tunnel site infection associated with the peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. While hospitalized, the patient was treated with vancomycin. In (B)(6) 2012, the patient was discharged from the hospital. In (B)(6) 2012, the patient couldn't eat, was re-admitted to the hospital for esophageal complications described as deterioration of the esophagus. The nurse indicated the peritonitis was ongoing at the time of the second hospitalization. The patient was treated for the esophageal complications with "acyclovir." In (B)(6) 2012, the patient was discharged from the hospital. In (B)(6) 2012, peritonitis had resolved. The nurse recently saw the patient in her home and retrained her on aseptic technique. Outcome of esophageal deterioration and couldn't eat was not reported. The nurse stated the events of couldn't eat, esophageal complications, and peritonitis were not related to pd therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed as no sample, batch or code details were available. The details in the complaint appear to indicate that the separation of the titanium adapter was due to user error. However, the assignable cause could not be determined. The labeling was reviewed and instructions for use are considered accurate and sufficient.

Manufacturer narrative:
(B)(4). This is report 2 of 2. This complaint is against the titanium adapter, but the titanium adapter in use at the time of the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available